Event description:
Plaintiff alleges that she had been exposed to latex gloves and has been diagnosed as suffering from type-1 latex allergy. As a direct and proximate result, plaintiff alleges suffering from rashes, hives, wheezing, shortness of breath, edema and itchy and water eyes. Plaintiff's husband, alleges that he has been deprived of the love, services, advice, companionship and consortium of his wife, and will continue to be deprived of the same for an indefinite period of the time in the future.